Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments severed approximately 14.5 cm from the terminal pin. Visual inspection noted set screw marks on all terminal connectors/pin at the correct location. The distal segment was returned with an extracting stylet stuck inserted; the gore covering over the distal shock coil showed evidence of abrasion approximately 5 mm in length. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. X-ray of the distal segment was performed and negative for fracture. Laboratory testing was unable to reproduce the reported clinical observations though it was still determined that the lead was not within specification as a result of the observed abrasion. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited labile pace impedance measurements between normal and high values. A revision procedure was performed wherein the ICD and rv lead were explanted; the patient's right atrial (ra) lead was also explanted electively. The patient was not reimplanted but will undergo screening for potential implant of a subcutaneous ICD system on a later date. No adverse patient effects were reported.